Manufacturer narrative:
D9 - date returned to mfg: 1/27/2025. One device was returned for analysis. Review of the event history log (ehl) showed a multiple occurrences of communication module intermittent connection. Functional and visual tests were performed, and the reported issue was not duplicated. The complaint is currently being investigated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cadd solis pump with the 2131 communication module gave an error for "wireless module intermittent connection to pump". The alarm seemed very random but only came on when connected to ac power supply. This made sense if the battery pack was somehow getting disconnected. When not connected to ac power supply, the unit simply shut down with no alarm. All connections were clean, and the plastic contact covers were removed between the communication and the pump. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. There were multiple common device names and corresponding pro-codes associated with this device. The additional names and codes are listed below: d2a. Common device name: set, administration, intravascular. D2b. Procode: fpa. D2a. Common device name: accessories, pump, infusion. D2b. Procode: mrz. D2a. Common device name: pump, infusion, pca. D2b. Procode: mea. D4. Primary UDI number: the primary di# has been used as the expiration date is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. H4. Device mfg date: the reported lot# 13409696 could not be found for the reported catalog# 21-2131-25; therefore, the manufacturing date could not be determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.